Event description:
It was reported that the right ventricular pacing lead impedance increased gradually since (B)(6) 2017. Loss of capture was observed. The lead was capped and replaced on (B)(6)2017. The patient was stable.